Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, not completely evaluated. Once evaluation is complete, a supplemental will be sent out . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow keypad button was intermittently responsive; all of the other keypad buttons were responding to button presses appropriately. The keypad was removed and the up arrow key contact was found to be misaligned; no other key contacts were found to be damaged.